Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue and blood glucose. The customer's blood glucose was 80mg/dl at the time of call. Trouble shooting was performed and found customer woke up with blood glucose of 42 mg/dl and unable to calibrate sensor. Unable to enter auto mode. Advised consecutive calibration not accepted alerts will lead to a change sensor alert and sensor will need to be replaced. Customer declined trouble shoot for low blood glucose. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4).